Event description:
We would like to bring to the attention of the FDA a concern our system has with the labeling of the coloplast testicular implant box. In a procedure done in (B)(6) of 2016 the box label reads "saline filled testicular prosthesis". In reality this implant is not saline filled. Saline must be done manually by the staff. The labeling was misleading.